Manufacturer narrative:
Per the instructions for use (IFU), valve malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction (stj), minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results indicate, per report, difficulty with the imaging intensifier during valve deployment caused the malposition of the valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported through our (B)(4) affiliate, the 26mm sapien xt was deployed in a too ventricular position (70:90 aortic/ventricular) into a surgical aortic valve (implanted three years ago). The valve was explanted. The explanted sapien xt valve will not be returned as it was damaged during removal from the ventricle. As reported, rapid pacing was started, the patient¿s pressure was down and a decision was made to deploy the valve. Deployment of the valve was initiated, contrast was given and the position was confirmed. After ten seconds of rapid pacing, the cine run out and the final deployment was done in a ¿blind time section¿. After restarting the cine, the valve was already too low in the surgical valve and further protruding into left ventricular outflow tract (lvot). After several attempts to retrieve the valve back into the ascending aorta by re-ballooning the sapien xt, a decision was made to convert to an open procedure. The sapien xt was removed from lvot and since the patient had an existing gore-tex graft in the ascending aorta, a decision was made to deploy a new 26m sapien 3 valve by transaortic approach without replacing the surgical valve. The valve was successfully implanted in a higher position (70 aortic) and the patient was stable. Per report, a loss cine capture during valve deployment caused the too low positioning of the valve.